Event description:
Evaluation revealed that the force sensor was out of calibration. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. Evaluation revealed the force sensor resistance measurement was out of calibration and the spoke shim was damaged.